Manufacturer narrative:
The reported events of guidewire could not be removed, and lead damage were confirmed. As received, a complete lead with a piece of guidewire stuck inside the inner coil was returned in one piece. The cause of the guidewire removal failure was due to bunching of ptfe coating of the guidewire and inner coil. The cause of lead damage was due to connector pin pulled from the molded connector stretching the inner coil consistent with excessive forces during the procedure. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the left ventricular lead. During the procedure, the physician inserted the lead into the coronary sinus, but had difficulty removing the guidewire. The physician attempted to apply more force, however this caused the lead tip to separate from the lead body. A replacement lead was used to complete the procedure. The patient was stable.